Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak in coulter lh 750 hematology analyzer that appeared to be isoton. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and safety glasses. There was no contact with open wounds or mucous membranes. No death or injury occurred and no one required medical attention.

Manufacturer narrative:
A field service engineer (fse) found a leak at pinch valve (pv25) which is around the area of the blood sampling valve (bsv). The strip tubing that passes through pv25 was cut. The fse replaced the tubing from customer stock. The root cause was due to a cut on the strip tubing that passes through pv25.